Event description:
It was reported that an orsa pole (added on the zeus ie for mounting an epic workstation) broke off and the epic workstation fell to the ground. There was no injury reported.

Manufacturer narrative:
The investigation has been started; results will be provided within the follow-up report.